Manufacturer narrative:
Intuitive has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint that the instrument. Failure analysis found the primary failure of clip test failed to be related to the customer reported complaint. For clarification, the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed the clip test. The clip failed to release onto the test tubing. The instrument was found to have a loose grip cable which caused the instrument to fail the clip test. The root cause is attributed to component failure. Additional observation(s) not reported by site were that the instrument was found to have a loose grip cable at the distal end. The root cause of this failure is attributed to a component failure. Signs of corrosion/contamination were found on the instrument bearings grip input disk bearings exhibit orange discoloration. The root cause of this failure is typical attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video was provided for review. A review of the instrument log for the large hem-o-lok clip applier instrument (part# 470230-12/lot# n10190930 0106) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sl0543. The instrument had 52 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci assisted adrenalectomy surgical procedure, the large hem-o-lok clip applier did not hold the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the reporter declined to provided patient related information.